Manufacturer narrative:
The unit was unable to be returned to the manufacturer. Based on the information that was provided by the account, the alleged event was due to a reaction to the blood transfusion. The account did use the unit as a drain for approximately 60 hours post-op. There is no indication that the unit failed to function as intended.

Event description:
It was reported that during a blood reinfusion, the patient suffered from hypotension and diffuse erythema. The anesthesiologist made the decision to stop the blood reinfusion, and the patient was treated with cortisone and an antihistamine. There is no indication that the patient has had any residual effects from the reaction to the reinfusion.